Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 96mcg/day and 500mcg/ml baclofen at 85.02mcg/day via an implantable infusion pump for intractable spasticity. It was reported that after their pump and catheter replacement the dose was too high. The old dose was too much. This was likely cause by the catheter being disconnected and the patient not getting all of the medication. The patient's legs were too floppy and too weak. The patient was switched to 500mcg/ml concentration and the dose was lowered. No further complications were anticipated/reported.